Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2012. Since the procedure, the patient has experienced vaginal pain. The pain worsened during the day and radiated into both inner thighs. The pain eased a little when passing urine but quickly resumed. On exam, there was no sign on erosion, but there was considerable tenderness in the area equal to the vaginal left corner, and to a lesser degree to the right. An ultrasound performed showed the mesh was smooth without major bunching. A cystoscopy has been planned in order to eliminate possible erosion of the urinary tract. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.